Manufacturer narrative:
The crphs reagent expiration date was not provided. The cobas integra 400 plus analyzer serial number was (B)(6). The qc was within range. The exchange of both probes, the maintenance of the wash stations, and the cleaning of the internal water reservoir were last performed in (B)(6) 2024. The investigation is ongoing.

Event description:
We received an allegation of a high result not corresponding to the clinical picture for 1 patient serum sample tested with cardiac c-reactive protein (latex) high sensitive (crphs) assay on a cobas integra 400 plus analyzer. Initial result: 1146.2 mg/l. The physician questioned the initial result as it was high and did not correspond to the patient's clinical picture. The physician also requested a repeat of the sample. 1st repeat result: 1171.5 mg/l. 2nd repeat result: 114.5 mg/l (tested with 1:15 dilution). 3rd repeat result: 116.1 mg/l (tested with 1:15 dilution). The 2nd and 3rd repeat results corresponded to the patient's clinical picture.

Manufacturer narrative:
The result of 1146.2 mg/l was accompanied by a data flag and tested with 1:15 dilution. The result of 1171.5 mg/l was accompanied by a data flag and tested with 1:15 dilution. The investigation did not identify a product problem. The product meets the specifications. The cause of the event was due to a user-handling error where the wrong assay was used (the primary measuring range exceeded 5 times). The cause was also consistent with a sample quality issue and cup configuration.